Manufacturer narrative:
(B)(4).

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 145 mg/dl.